Manufacturer narrative:
The explanted products will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) system presented to the hospital with a pocket infection in (B)(6) 2017. The device and leads were explanted on (B)(6) 2017. The boston scientific field representative was made aware of the infection in (B)(6) 2017, when the patient was reimplanted with a new ICD system. No additional adverse patient effects were reported.